Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating after having been in use for several mins. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The reported event overheating could not be duplicated during the device eval. However, the rotor was found to be rubbing on the motor, and the motor was found to be worn, which can cause increased friction. Increased friction may lead to overheating of the device. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.